Event description:
It was reported that cgm displayed error 42 while customer used g7 sensor. There was no reported adverse impact to the customer. Customer contacted support, received full pump reset instructions, completed pump reset with guidance, and successfully started new sensor session with no further error reported.